Event description:
I purchased needles from relion at (B)(6). The metal tip of 3 of them out of 20 needles came unglued. They are 6 mm long, very short 1 came off in the insulin bottle. The other 2 in my stomach if I did not get it out quickly, or if was in to deep it could have caused death. I contacted relion, and (B)(6) they could not care less. Someone will die. Here is the info, I also kept the empty needleless plunger; 31 gauge from 1ml syringes lot number 7037944. Please let me know I am very concerned about already sick people getting hurt because of these dangerous syringes. I was lucky. It's the way they are glued on with a glob of glue at the end. Sloppy. Thank you. Obbie20@hotmail.com.